Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the physician attempted to deliver the 2.5 x 12mm ion mr stent delivery system to an unspecified vessel and upon removal the stent was flared as it was caught on an unspecified previously implanted stent from a year previous. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The first distal row of stent struts had two struts that were stretched and flared. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).